Event description:
The patient was revised because of poly wear.

Manufacturer narrative:
Examination of the submitted bearings confirmed polyethylene wear. Product information required to review the device history records was not provided. The investigation could not draw any conclusions about the polyethylene wear; however, the length of time of implantation (seventeen years) in combination with the reported patient activity level are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item.